Event description:
The hospital where the event occurred submitted a medwatch (report (B)(4)) regarding the events previously reported. No further information has been received to date.

Event description:
It was reported that an end of service message occurred post-surgically a newly implanted generator. During the replacement surgery device diagnostics were fine and the devices battery status was okay. Postoperatively, the new generator was interrogated and it was at eos. Impedance was still within normal limit. The attending company representative said that he did not see the physician using electrocautery while the generator was in the field. The surgeon also said that electrocautery wasn't used a review of the generator's programming history verified that during surgery the generator's battery status was okay, but later that day, the generator was in end of service condition. The patient underwent another generator replacement that day to replace the depleted generator. The suspect product has not been received to date. No further relevant information has been received to date.